Event description:
Customer reported the left monitor has a horizontal line the thickness of a pencil across it. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended. This MDR is related to ge healthcare complaint number.